Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot#: j11044r18, implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 21-feb-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 9.3 mg/day) and bupivacaine (10 mg/ml at 4.6 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient noticed that his pain relief had changed. He saw the hcp and they increased the dose, but that did not help. The hcp did a catheter evaluation and could not aspirate the catheter. He then set the patient up for a catheter revision. There were no environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2021 the patient was taken to surgery, and the spinal portion of the catheter was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.